Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. It was noted the patient also experienced flank pain and blood in their urine. It was reported the patient was seen in the ER and their urine was sent for culture. It was noted there was no growth after two days. It was reported the patient was prescribed an antibiotic for seven days. It was noted the event was ongoing.